Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later reported right side rupture. The device has been explanted.

Manufacturer narrative:
In response to FDA report number: 5117045. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ visibility/palpability : unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. ¿ malaise-ndr : not applicable as the event is not related to the device. ¿ headache-ndr: not applicable as the event is not related to the device. ¿ pain-ndr : not applicable as the event is not related to the device. ¿ bruising -ndr : not applicable as the event is not related to the device. ¿ varied injuries-ndr : not applicable as the event is not related to the device. ¿ infection -ndr : not applicable as the event is not related to the device. ¿ rupture : observed two openings on the anterior side assessed as surgical damage. Additional observation. ¿ white particles on the device. ¿ crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported a right side fatigue, headaches, back pain, shoulder pain, bruising on sides, dry eyes, dry mouth, "very sick", "got covid 5 times", ear infection are not device related, and bilateral capsular contracture baker grade IV, anxiety and indentations in implant. Healthcare professional reported bilateral capsular contracture baker grade iii/ IV. Patient reported rupture on an unknown side. Healthcare professional also reported a right side rupture. Device has been explanted not replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported a right side fatigue, headaches, back pain, shoulder pain, indentations in implants, bruising on sides, anxiety, dry eyes, dry mouth, "very sick", "got covid 5 times", ear infection, and bilateral capsular contracture baker grade IV. Healthcare professional reported bilateral capsular contracture baker grade IV. Device remains implanted.